Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual examination of the provided pictures identified the battery expulsion within the seal packaging (black power within the sterile tray). The device was not returned for further evaluation. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the device was pulled off the shelf and staff noticed black explosion inside of the packaging. Staff believes that the batteries exploded. The device was not used and it was left in the packaging. There was no patient involvement. Due diligence is complete and there is no additional information available.